Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed and insulin delivery resumed. Blood glucose (bg) was 152-165 mg/dl. Customer also reported bg was 505 mg/dl and manual insulin injections were administered to address bg. Customer did not know cause of elevated bg. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.